Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump error 49(history pointers failed. The history pointers are corrupted.), frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for pump error alarms, display - flashing/white/blank/frozen/partial. Customer was not able to clear the alarm. Customer reported a frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed, the displacement test and self test. All buttons function properly and no unexpected pump error 49 alarm or frozen screen noted, during testing. Successfully downloaded history files and traces using thump. No pump error 49 alarm found, in the pump history file/trace on the event date (B)(6) 2024. Pump was cut open to perform visual inspection. And found no physical or moisture damage to the force sensor assembly, electronic assembly or motor assembly. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: no physical damage found on the pump case. Pump error 49 alarm and frozen screen not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.